Event description:
Customer states she was trying to change the set and the buttons were not responding. Customer took out the battery and the device alarmed button error. Customer's blood glucose was 250 mg/dl. Customer had the device in her pocket and it couldn't have pressed up against anything. Customer was advised to discontinue use and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent buttons due to corroded keypad traces however, no button error alarms noted. The insulin pump was received with minor scratched liquid crystal display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.